Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there is a visible crack from the top of cartridge compartment to the grips pad. The battery compartment has two visible cracks near the pump case seal and near rubber grips pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks in the battery compartment and the cartridge compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.